Event description:
The customer reported that during monitoring of a pt the message "therapy not available due to disabled equipment" and a red x appeared. There was no impact to the pt.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.